Manufacturer narrative:
Product complaint # :(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: it was reported that "¿this event resulted in an extension of the surgical time and an increase in the surgical opening area..." - please provide additional details about the reported event. - what is the patient¿s current health status and condition? -how long was the delay? Please specify in minutes. -was there any change in the patient¿s post-operative care due to the prolonged procedure? - was there any additional tissue damage as a result of searching for the needle piece(s)? *if not retrieved, in what tissue structure the needle piece(s) were retained? Is there any plan in place to remove the needle piece(s) in the future? Please provide details. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent surgery after superficial tumor resection on (B)(6) 2024 and suture was used. During the surgical suture, the needle tip broke in the dermis layer and was removed after expanding the skin. This event resulted in an extension of the surgical time and an increase in the surgical opening area, requiring the replacement of the needle. No further information was provided.

Manufacturer narrative:
Product complaint(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: after investigation, the patient was a 62-year-old male who underwent superficial tumor resection on (B)(6) 2024. The operator used the suture (w9932) for dermal layer sewing during the surgery. The needle tip broke during sewing (the specific length of the broken end of the needle was unknown), and the broken needle fell into the dermis layer of the patient. The operator immediately visually looked for the broken needle and found it. After expanding the skin, the broken needle was removed and the integrity of the needle was verified. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent surgery went smoothly. The event resulted in an unknown delay in the procedure and additional tissue damage and no subsequent adverse events were reported.